Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) of 600-700 mg/dl. Cause of the elevated bg was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released (B)(6) 2026 with the issue resolved and no permanenet damage.